Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), product return and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The catalytic converter was returned and tested. The catalytic converter completed a test cycle with no emission of smoke or odor. The reason for return of the catalytic converter was not confirmed. The vacuum pump was returned and tested. The vacuum pump was working normally and passed cycle without any haze or odor. The reason for return of the vacuum pump was not confirmed. The push-on hose was not returned for functional evaluation. The solenoid valve was returned and tested. The solenoid valve exhibited a mist. The reason for return of the solenoid valve was not confirmed. The assignable cause of the haze/mist issue is the oil mist filter, catalytic converter, push-on hose and solenoid valve. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump, catalytic decomp filter, push-on hose, and solenoid valve was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on (B)(6) 2016.

Event description:
A customer reported an event of smoke or haze emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. The customer confirmed the unit was shut off. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.